Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient¿s right ventricular (rv) lead exhibited a high out of range pacing impedance of over 3000 ohms. Surgical intervention was performed and the rv lead was visually observed to be fractured about five millimeters from the suture sleeve on the proximal side. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.